Manufacturer narrative:
New information: mentor received additional information indicating the explantation date was on (B)(6) 2018, not (B)(6) 2018 as previously reported in the initial report. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 31 year old female caucasian patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 325cc and experienced deflation on the right breast implant. The patient lifted her arm and it was hanging. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent at junction from shell to patch. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 325cc saline breast implant, catalog # 3502325, lot # 6006229-001. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female caucasian patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 325cc and experienced deflation on the right breast implant. The patient lifted her arm and it was hanging. As a result, patient will undergo removal of the implant on (B)(6) 2018.